Event description:
Patient reported all of the buttons on the infusion device do not operate. Patient stated the device displayed an e8 (power interrupt) error message. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroy the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.